Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparoscopic assisted vaginal hysterectomy with bilateral salpingo-oophorectomy, anterior colporrhaphy, cystoscopy and lysis of adhesions; due to fibroid uterus, abnormal uterine bleeding, urinary incontinence, cystocele and rectocele. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, dyspareunia, and vaginal scarring. It was reported that the patient underwent cystoscopy on (B)(6) 2009 due to gross hematuria. It was reported that the patient underwent cystoscopy and bladder biopsy on (B)(6) 2009 due to bladder lesion. It was reported that the patient underwent excision of a portion of the sling near the right anterior vaginal and introitus on (B)(6) 2010 due to stage ii-iii lateral cystocele and severe posterior mesh erosion and sling exposure on the right anterior vaginal fornix. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh were implanted. It was also reported that the patient underwent a surgical procedure on (B)(6) 2010 and xenform was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced urgency, hematuria and urinary tract infection. It was reported that patient underwent mesh revision on (B)(6) 2014 by dr. (B)(6) due to mesh erosion.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.